Event description:
Per the clinic, revision surgery occurred on (B)(6) 2012, to remove the existing 5.5mm abutment and replace it with an 8.5mm abutment. A second revision occurred on (B)(6) 2012, to replace an abutment which had become unscrewed from the fixture. The implanted device remains.

Manufacturer narrative:
Correction: the correct patient identifier is (B)(6). (B)(4). Implanted device remains.

Manufacturer narrative:
(B)(4). The implanted device remains.